Event description:
The pt had an MRI. A pump stall was confirmed via the event logs; tube set message was also recorded dated (B)(6) 2010. No motor stall recovery was noted in the event logs. Additional info has been requested; a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).